Event description:
Pt developed a partial small bowel obstruction due to given m2a video capsule lodging at the ileocecal valve. The capsule was ingested 13 months previously to diagnose a cause of gi bleeding. The capsule was flushed from the ileum with colyte and retrieved from the cecum at colonoscopy, the pt had no sequelae.